Event description:
The customer stated that she was hospitalized due to hyperglycemia. It was reported that the glucometer read "hi". The customer's doctor determined that the cause of the event was a bad batch of insulin. However, the customer's blood glucose levels remained high after switching to a new batch of insulin. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.